Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection indicated there was dried blood/body fluid in the lead lumen. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits. The guidewire insertion test did not pass 395 millimeters from the terminal pin due to deformed coils. Analysis confirmed that, electrically, the lead was found to be within specification.

Manufacturer narrative:
Our records indicate that this lead remains implanted at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged. A revision procedure was scheduled. It was noted that the lead would be replaced with a competitor's lead. No adverse patient effects were reported.

Event description:
Additional information indicated that this lead has been explanted.